Event description:
It was reported that the device was explanted due to premature batter depletion.

Manufacturer narrative:
The device was found to be within estimated longevity. However a sharp voltage drop was seen on the battery depletion profile. The device was tested on the bench. No anomalies were found. The cause of the battery depletion was undetermined.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.